Event description:
According to the affiliate, it was reported that a 7x18mm palmaz genesis stent was loosely crimped on the device, and got loose from the opta pro balloon catheter while in the patient. A left femoral puncture was made in order to introduce a goose-neck snare to catch the wire and the stent. The physician was unable to remove the stent because the arteries were too calcified. The patient is planned to undergo surgery to remove the blockage in the left common femoral artery. The patient is currently in stable condition. The target lesion was located in the proximal segment of the celiac trunk. It was severely calcified with 70% stenosis. The physician started the procedure with a 6f sheath introducer 11 cm punctured into the right femoral artery. Then, the physician introduced an angled 0.035 non-cordis hydrophilic guide wire and a 5f schuang diagnostic catheter to catheterize the celiac trunk. The wire was pushed in the artery to keep stability. The diagnostic catheter was taken back before the 7x18mm palmaz genesis on opta pro balloon catheter was introduced into the patient. The palmaz genesis and the opta pro were prepped according to the IFU instructions, and there was no damage noted on the devices. However, it was noted that the stent was loosely crimped on the balloon catheter. However, they inserted the device into the patient, and they tried to position the stent in the lesion. However, there was difficulty crossing the lesion and excessive force was used when advancing the stent and balloon catheter. During advancement, the stent got loose from the balloon and was free in the non-cordis guidewire. All of the systems were pulled back to the iliac bifurcation, and then they pulled the balloon back. A left femoral puncture was made to introduce a 7f csi. Then, a goose neck snare was introduced in attempt to catch the wire and the stent. They tried to pass the wire and stent into the csi but the arteries were too calcified.

Manufacturer narrative:
Describe event or problem: finally, they decided to leave the stent floating in the common left femoral artery. They successfully removed the wire from the patient. Then, a 7x29mm palmaz genesis on an opta pro balloon catheter was inserted into the patient, and the lesion was treated. The patient is planned to undergo surgery to remove the blockage in the left common femoral artery. The patient is currently in stable condition. Only the balloon will return for investigation. The opta pro balloon catheter is available for testing and evaluation; however, the device has not yet been returned. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: unknown 6f sheath introducer 11cm; terumo hydrophilic guidewire; unknown goose snare; unknown 7f csi; 5f schuang diagnostic catheter; and 7x29mm palmaz genesis on opta pro balloon catheter, catalogue: pg2970pps.

Manufacturer narrative:
Additional information was received that a pinhole was found on the opta pro balloon catheter during preliminary analysis of the device. Additional details were reported that the opta pro balloon catheter was inflated, and leakage or burst was not noted from the balloon during inflation. There was no difficulty removing the balloon catheter from the stent/patient. The balloon did not get snagged on the stent. A pinhole was not noted on the balloon catheter after it was removed from the patient, and it was confirmed to be intact and in one piece when removed. It was reported that it was not possible the pinhole occurred after the procedure. The patient had the surgery to remove the stent from the common left femoral artery one week after the incident. The procedure was performed without any further complications. The patient is currently in very good health status. (B)(4). Additional concommitant devices: 6f terumo csi and 7f terumo csi. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted 30 days upon receipt.

Manufacturer narrative:
Additional/modified concommitant devices: the unknown goose-neck snare was a covidien goose-neck snare. Complaint conclusion: it was reported that a 7x18mm palmaz genesis stent was loosely crimped on the device, and got loose from the opta pro balloon catheter while in the patient. A left femoral puncture was made in order to introduce a goose-neck snare to catch the wire and the stent. The physician was unable to remove the stent because the arteries were too calcified. The patient is planned to undergo surgery to remove the blockage in the left common femoral artery. The patient is currently in stable condition. The target lesion was located in the proximal segment of the celiac trunk. It was severely calcified with 70% stenosis. The physician started the procedure with a 6f sheath introducer 11 cm punctured into the right femoral artery. Then, the physician introduced an angled 0.035 non-cordis hydrophilic guide wire and a 5f diagnostic catheter to catheterize the celiac trunk. The wire was pushed in the artery to keep stability. The diagnostic catheter was taken back before the 7x18mm palmaz genesis on opta pro balloon catheter was introduced into the patient. The palmaz genesis and the opta pro were prepped according to the IFU instructions, and there was no damage noted on the devices. However, it was noted that the stent was loosely crimped on the balloon catheter. However, they inserted the device into the patient, and they tried to position the stent in the lesion. However, there was difficulty crossing the lesion and excessive force was used when advancing the stent and balloon catheter. During advancement, the stent got loose from the balloon and was free in the non-cordis guidewire. All of the systems were pulled back to the iliac bifurcation, and then they pulled the balloon back. A left femoral puncture was made to introduce a 7f csi. Then, a goose neck snare was introduced in attempt to catch the wire and the stent. They tried to pass the wire and stent into the csi but the arteries were too calcified. It was decided to leave the stent floating in the common left femoral artery. They successfully removed the wire from the patient. Then, a 7x29mm palmaz genesis on an opta pro balloon catheter was inserted into the patient, and the lesion was treated. The patient is planned to undergo surgery to remove the blockage in the left common femoral artery. The patient is currently in stable condition. Only the balloon will be returned for investigation. Upon receipt of the device for analysis, a pinhole was found on the opta pro balloon catheter. Upon additional investigation, the customer noted that the opta pro balloon catheter was inflated, and leakage or burst was not noted from the balloon during inflation. There was no difficulty removing the balloon catheter from the stent/patient. It did not get snagged on the stent. A pinhole was not noted on the balloon catheter after it was removed from the patient, and it was confirmed to be intact and in one piece when removed. It was reported that it was not possible the pinhole occurred after the procedure. The patient had the surgery to remove the stent one week after the incident. The procedure was performed without any further complications. The patient is currently in very good health status. One non sterile catheter sds genesis 7x18mm 80cm pro was received coiled inside a plastic bag. The balloon was not previously inflated. Stent was not received with the device. Crimping marks were noted in the balloon. Inflation test was performed and a pinhole was found in the distal section of the balloon. Results showed that the balloon external and internal surfaces exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported loose crimp of the stent and stent dislodgement could not be confirmed through analysis as the stent was not returned with the balloon catheter for analysis. The exact cause could not be determined. Analysis of the balloon surface noted evidence of stent marks. Based on the event description the stent was noted to have a loose crimp during inspection prior to use, however the device was used in the patient. Additionally, the event description notes vessel characteristics (severely calcified with 70% stenosis) and procedural factors (difficulty crossing the lesion and excessive force was used when advancing the stent and balloon catheter) that may have contributed to this issue. The instructions for use (IFU) precautions that the delivery system should be examined to verify functionality and integrity prior to stenting. It additionally notes to inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. A balloon burst was confirmed in the returned device; however, was not noted by the customer. Procedural factors and vessel characteristic are known to contribute to the balloon bursts. In this case vessel characteristics and procedural factors previously noted may have contributed to the confirmed burst. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Controls are in place to prevent defective balloons from leaving the facility. Therefore, no corrective/preventive action will be taken.